Event description:
N/a.

Manufacturer narrative:
The unknown mayfield skull clamp (xxx-mayfield) was not returned for failure analysis after three good faith effort (gfes) were made. Additionally, the serial number information has not been provided; therefore, the device history record (DHR) could not be reviewed. As a result, the root cause cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a mayfield skull clamp (unknown catalog#) slipped. Additional information has been requested.